Event description:
A caller reported encountering a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and guided the caller through the reset process. Following the reset, the cgm error code did not reappear, and the customer successfully started their sensor session.